Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure? Was there any patient consequence or injury? What medical/surgical intervention was provided? What is the condition of the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275¿g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, the problem of pulling off suture needle happened when sewing the uterus in the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2022. H6 component code: g07002 device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was the needle piece removed from the patient during the same procedure? The needle has been removed and disposed of as medical waste. Was there any patient consequence or injury? Prolonged surgery time, no other injuries . What medical/surgical intervention was provided?¿¿a new suture was replaced . What is the condition of the patient?¿¿has been discharged smoothly. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m